Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 12, 2015. (B)(4).

Event description:
End user reports an initial rash began five months ago under whole of wafer and at that time was prescribed kenalog spray. The rash persisted and two months ago he was prescribed nystop cream and nystop powder. End user is currently using all three medications under wafer with 1 day wear time. End user states his skin will clear then he stops using the medications and the rash flares again.